Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported that ten days following uneventful bilateral lasik, the pt reported rainbow glare around lights in both eyes. Add'l info was requested. There are two medical device reports associated with this event. This report is for the left eye.